Manufacturer narrative:
Trackwise (B)(4) the device was returned to the factory for evaluation on 05/14/2024. An investigation was conducted on 05/15/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The delivery device was returned outside the loading device. The blue slide lock was observed to be on and the white plunger was not depressed. The seal was observed folded in the window of the loading device. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.217 inches. The length of the delivery tube was measured at 2.51 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed". Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000362951history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary bypass procedure, hst iii system (3.8mm) loading device was properly installed, but due to improper installation on the delivery device, use was discontinued. The seal detached from the loading tube. A new device was used to complete the procedure. There was no procedural delay. There were no health issues with the patient.

Event description:
The hospital reported that hst iii system (3.8mm) loading device was properly installed, but due to improper installation on the delivery device, use was discontinued. There were no health issues with the patient. Related to tw (B)(4).

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.